Manufacturer narrative:
A review of historical installation records found the subject device was installed at the user facility on 30-sept-2015. A review of service records shows that the subject device has had its annual preventative maintenance yearly, a review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Manufacture date : june 16, 2015. Lumenis service engineer had visited the site after the reported event and had found that the system's chiller had been functioning intermittently. The shaking was determined to be from the chiller shutting down and re-activating repeatedly during use. The chiller was replaced and after verifying that the system passed all safety and functionality testing the laser was returned to the customer. The chiller is expected to be returned to the manufacturer for evaluation. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A user facility reported that during a ureteroscopic lithotripsy procedure in which a lumenis pulse 120 laser was being utilized, the system started "shaking violently" and needed to be turned off. The remainder of the procedure was completed with a different lumenis laser device. No report of patient complications was received, and no report alleging the device malfunction caused or contributed to any change in the patient's condition.

Manufacturer narrative:
Additional information 07-jan-2019. Sa-10031210 60hz chiller - sn# (B)(4) was received at lumenis and forwarded to the (chiller) manufacturer for further investigation. The chiller was investigated by the (chiller) manufacturer and refurbished on 05-sep-2018. The manufacturer concluded that no malfunctions were found in the chiller, however its external chassis had to be straightened. The chassis and the bolts that connect it to the system were checked and found misaligned. A lumenis subcontractor and manufacturer of the lumenis pulse 120h lasers who receives chillers from the chiller manufacturer and installs them on the lp120h systems theorized that the chiller was not appropriately connected to the system during manufacturing. This had possibly caused degradation in the alignment of the bolts and pressure problems in the chiller. Since this has been determined to be a single event, no corrective actions were deemed required.